Manufacturer narrative:
Initial.

Event description:
It was reported that a user new to the ilet pump experienced a low glucose reading of 68 mg/dl on the pump while using a freestyle libre 3 plus sensor, treated with approximately 1 tablespoon of jelly, observed the pump reading increase to 73 mg/dl, and confirmed with a fingerstick glucose of 99 mg/dl after education that the pump suspends insulin during lows; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.